Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufacture date: february 20, 2020 - february 21, 2020. H10: the device was received containing no fluid in the bladder as the customer had cut the tubing to drain the fluid. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-(B)(6) infusor lv (large volume) had no flow. The issue was identified before use. There was no patient involvement. No additional information is available.